Manufacturer narrative:
Case: (B)(4). The device has not yet been returned to atricure for evaluation. The device history record was reviewed for lot 69624. (B)(4) devices were made and (B)(4) were released. The devices were released on (B)(6) 2016 and the expiration date is november 01, 2019. One (1) device failed the initial inspection for a frayed suture and was scrapped for lal. All the remaining devices passed all operation and quality inspections. There are no ncr's or deviations associated with this lot. There is nothing in the device history record that would indicate that the device was released with any non-conformances that would have contributed to the complaint. DHR submitted.

Event description:
It was reported that during a CABG procedure, surgeon was using a ach245 that would not clamp and stay clamped, the clip failed to deploy properly. A backup 40 clip was implanted without any issue or patient harm and the case was delayed less than five minutes. Patient was on pump.